Manufacturer narrative:
The product was returned for analysis and the reported complaint was not observed. The device was returned loose in the carton. The lock-out assembly has been removed. The plunger has been advanced into the depth guard area. Viscoelastic is dried in the device. No damage or abnormalities observed. No lens returned. The reporter states the use of non company as a viscoelastic, this is not qualified for use with the associated iol model. The product investigation could not identify the root cause for the reported complaint as only the device was returned for evaluation. No iol was returned. As the lens is not present in the device, its position for the advancement cannot be confirmed. The product evaluation states the plunger has been advanced to the depth guard area, the plunger my not have been advanced far enough to adequately release the iol. The reporter also states the use of an unqualified opthalmic viscosurgical device (ovd), use of an unqualified ovd may cause damage to the lens and potential complications during the implantation process. Due to these factors, we are unable to complete a thorough investigation to determine a root cause. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare reported that during an intraocular lens (iol) implant procedure, the lens did not fit in incision. There was patient contact and procedure was completed on same day. Additional information was requested and received stating there was no patient harm.